Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was confirmed.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine was leaking from the bibag connector when the door was opened to install a bibag in the select program screen. Upon follow-up, the bmt stated that they replaced the bibag distribution interface board to resolve the issue. The bmt mentioned that one of the chips from the distribution board was burnt. The machine is back in service. It was confirmed there was no patient involvement, harm or adverse events reported with this incident. No pictures or samples are available.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported to technical support that a 2008t machine was leaking from the bibag connector when the door was opened to install a bibag in the select program screen. Upon follow-up, the bmt stated that they replaced the bibag distribution interface board to resolve the issue. The bmt mentioned that one of the chips from the distribution board was burnt. The machine is back in service. It was confirmed there was no patient involvement, harm or adverse events reported with this incident. No pictures or samples are available.